Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. She stated that she received a new pump and hooked it up and had a blood glucose of 57 mg/dl and her pump did not alarm. She said that she treated by eating a bagel and drinking a soda and by 10:30 pm, it went up to 83 mg/dl. At 11:55 pm, she ate and her blood glucose dropped to 43 mg/dl and her pump shut off and she said that now her blood glucose is up to 86 mg/dl. Informed the customer to upload her reports so that they could be viewed. After viewing the reports, the customer was showed where the pump was alerting her on her lows. Nothing further reported. The insulin pump will not be returned for analysis.